Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Initial reporter phone #: unknown. Device manufacture date: unknown. Investigation summary: as bd had not received any sample, photo, catalog number, and/or lot number from the customer facility for evaluation, an investigation could not be performed as no information was available for review. The under filling of tubes will result in an incorrect blood-to-additive ratio and can lead to incorrect analytic results or poor product performance. The quantity of blood drawn into evacuated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure and filling technique. Always fully seat and hold tube on the back end of the needle while filling, allow the tube to fill until the vacuum is exhausted and blood flow ceases. It is important to remove the air from the blood collection set to ensure the proper blood volume is obtained in the tube.

Event description:
It was reported that the tube had no draw during use with an unspecified bd sst blood collection tube. The following information was provided by the initial reporter, translated from chinese to english: during use, the customer found 1ea tube has no draw issue.